Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported cellulitis was present at the patient's implantable neurostimulator (ins) site. Patient was given oral antibiotics and consulted with an infectious disease specialist. Subsequently, the patient's system was explanted.